Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant driver was returned for investigation with the implant attached. Visual inspection of the as returned products identified that the implant threads were stripped, likely from the removal process. There were noticeable signs of usage around the implant collar and the driver shank. Functional testing was performed for the returned products and it was determined the driver could not be disengaged, even under significant removal force. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes'.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant driver would not disengage from the implant. Tooth location 30.